Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had white debris on the handle. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. It was noted that an unknown white debris was on the handle near the deployment slider that came off onto a glove when touched. The sterile seal from the packaging did not appear to be compromised. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.